Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a vns patient's programming history, it was noted the patient was interrogated on (B)(6) 2002 and found to be at systems diagnostics default settings of 0ma/20hz/500 pulsewidth/30 sec on/60 min off. The settings were corrected at this visit. The patient was initially implanted with the vns on (B)(6) 2002. It is suspected a faulted systems diagnostics test occurred sometime between (B)(6) 2002 with an unknown vns programming system which caused the settings to change.